Event description:
Pt had to have another valve put in because this valve was recalled. Pt was asymptomatic. Cultures were taken and no organisms were seen. Reporter does not know if device was saved for evaluation.